Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A surgeon reported a certas valve was implanted on (B)(6) 2021. There was significant csf flow through the valve when it was in setting 8 the virtual off and the patient developed a subdural hygroma shortly after the surgery, with the valve then progressively being dialed up. Eventually, the surgeon turned the valve setting to 8. The subdural hygroma remained enlarged despite the valve being at a setting of 8 and having undergone middle meningeal artery embolization. The surgeon confirmed the shunt setting with an xray and did a nuclear medicine shunt patency test, which demonstrated that despite the valve being at a setting of 8, there was still flow through the valve. The surgeon then had to take the patient to the or, to tie off the catheter, which then resolved the hygroma. The valve was explanted on (B)(6) 2022.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the certas valve was returned for evaluation. Review of the history device records for the product code 82-8814pl with lot 5148466, conformed to the specifications when released to stock on the 15th december 2020. Failure analysis: the valve was visually inspected; no defects were noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no over drainage issues were noted.